Manufacturer narrative:
(B)(6). Review of the instrument's run data confirmed the alleged run #2672 to have made potential false positive calls for the influenza a and influenza b targets of the scfa assay due to abnormal pcr growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant flu a, flu b, and sars-cov-2 results generated when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. (B)(6) 2021, run # 2672 generated flu a positive; flu b positive, and sars-cov-2 positive.a repeat test using a new sample on an unknown platform generated flu a and flu b negative, and sars-cov-2 positive. It is unknown which of the results were reported to the patient and /or medical personnel and, to date no is harm was alleged. The customer indicated that they are using nose/throat sample types and vpss collection media, 2ml. The method sheet indicated that only nasal and nasopharyngeal samples are approved methods for sample type. Also, if the volume of collection media is not identical to on-label collection kit (3ml) it could affect the performance of the assay. If a collection kit is used that has a lower volume of media, then any potential interfering substances collected will be more concentrated. If there is a high level of interfering substances present in the sample (blood, mucous, etc.) Then this could have a negative impact on assay performance including delayed CT values and lower amplification. In the case of a weak sample, the target may not be seen at all by the test. An investigation was conducted to evaluate the customer¿s allegation.